Event description:
It was reported that during the few days post implant, the r waves - that measured at 8-10 millivolts at implant - were decreasing. On the third day, the right ventricular lead sensing test could not measure the r waves because they were too small, but pacing markers were displayed intermittently. The right ventricular lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead (B)(6) 2013. (B)(4).